Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he took the battery out and he was able to clear the alarm, but when he tried to enter the time/date, the numbers would scroll. Customer stated that yesterday, he got some water into the case. Customer then received a button error alarm. Customer got about 2-3 inches of water in the case. Customer had the battery out all day and let it dry. Customer put the battery back in today and the button error alarm came up and could not be cleared. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.